Event description:
It was reported while using the bd phoenix¿ ap the user noted that the device was contaminated and causing downstream instrumentation results failures. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user noted that the device was contaminated and causing downstream instrumentation results failures. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: customer reported repeating issues with certain drugs on certain panels associated with phoenix ap instrument. Upon replacement of calibrator tube, issue resolved. This is a confirmed failure of a bd product. The root cause is unknown. A review of the device history record was reviewed by quality and found to be conforming. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.